Event description:
Reportedly, the ventilator stopped ventilating while in use on a pt. The pt was transferred to the hospital and was switched to another ventilator. Please note that there was no permanent injury reported in this case.